Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101988) on 08-jul-2021. The most recent information was received on 21-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. C91761, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, colecalciferol (vitamin d3), diroximel fumarate (vumerity), melatonin, methylphenidate and pramipexole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced back pain (seriousness criterion disability), adnexa uteri pain ("sharp pains on my right side near ovary"), multiple sclerosis ("multiple sclerosis"), hypoaesthesia ("hand and arm numbness"), fatigue ("fatigue"), visual impairment ("vision problems"), balance disorder ("balance issues") and muscular weakness ("muscle weakness"), 3 years after insertion of essure. Essure treatment was not changed. At the time of the report, the back pain, adnexa uteri pain, multiple sclerosis, hypoaesthesia, fatigue, visual impairment, balance disorder and muscular weakness outcome was unknown. The reporter considered adnexa uteri pain, back pain, balance disorder, fatigue, hypoaesthesia, multiple sclerosis, muscular weakness and visual impairment to be related to essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ lot number: c91761 manufacturing date: 2014-07 expiration date 2017-07-31. Lot number:cs000hw manufacturing date:2015-01 expiration date 2017-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5101988) on 08-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. C91761, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, colecalciferol (vitamin d3), diroximel fumarate (vumerity), melatonin, methylphenidate and pramipexole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced back pain (seriousness criterion disability), adnexa uteri pain ("sharp pains on my right side near ovary"), multiple sclerosis ("multiple sclerosis"), hypoaesthesia ("hand and arm numbness"), fatigue ("fatigue"), visual impairment ("vision problems"), balance disorder ("balance issues") and muscular weakness ("muscle weakness"), 3 years after insertion of essure. Essure treatment was not changed. At the time of the report, the back pain, adnexa uteri pain, multiple sclerosis, hypoaesthesia, fatigue, visual impairment, balance disorder and muscular weakness outcome was unknown. The reporter considered adnexa uteri pain, back pain, balance disorder, fatigue, hypoaesthesia, multiple sclerosis, muscular weakness and visual impairment to be related to essure. The reporter commented: the seriousness criterion disability/permanent damage was reported, but not specified or assigned to one of the events we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.